Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain on the right side, thought to be due to the aus. The device was removed and replaced. There were no additional patient complications.